Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
New information received on sep. 17th, 2019 stated that the patient developed an implant pocket infection after the hematoma evacuation procedure. It was noted that the pocket did not close properly after the procedure. On (B)(6) 2019, the implantable cardioverter defibrillator system was explanted. The patient did not experience further adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a hematoma at the implant site of the implantable cardioverter defibrillator. On (B)(6) 2019, the physician performed a hematoma evacuation successfully. The patient condition was stable before, during, and after the procedure.